Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with a low heart rate. A code 1003 appeared on the device when the device was being interrogated. Code 1003 indicates that the voltage was too low for the projected longevity. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with a low heart rate. A code 1003 appeared on the device when the device was being interrogated. Code 1003 indicates that the voltage was too low for the projected longevity. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.